Manufacturer narrative:
No 510k because, this was a preamendment device. Examination of the submitted tibial component confirmed anticipated wear for a polyethylene device implanted for twelve years implantation in combination with a reported pt high activity level. There is no evidence of product error and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.

Event description:
The patient was revised because of poly wear.